Event description:
It was reported that during product testing at the user facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Upon disassembly for visual inspection the technician noted that the driveshaft bearing was damaged.